Event description:
It was reported that sometimes post x-port isp m.r.I., prior to initiating chemotherapy, an x-ray was taken and revealed that the catheter was broken and had migrated into the right atrium. Current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the proximal end of the catheter segment. The proximal portion of the catheter was not returned. The edges of break were noted to be uneven, and surface was noted to be granular in one region and round/smooth in the other region. A kink was noted on the proximal portion of the catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a 57-year-old female patient underwent a port placement procedure using x-port isp m.r.I. Post the procedure on (B)(6) 2026, it was reported that prior to initiating chemotherapy, an x-ray was taken and revealed that the catheter was broken and had migrated into the right atrium. Reportedly, the catheter was removed. The current status of the patient is unknown.